Event description:
The pt ((B)(6)) was implanted with a surgical lead for purpose of a spinal cord stimulation trial. It was reported the pt experienced weakness in the right leg following the procedure. The pt has reportedly undergone several surgeries and during implantation the physician noted significant obstructions and impediments which hindered the proper placement of the surgical lead. Follow up on this matter found the reported leg weakness has improved; however, due to lack of efficacy, the lead was explanted on 03/04/2014.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.